Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to physical issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to physical issue) was due to a damaged lcd screen. The root cause of the defective screen cannot be positively identified. There was no adverse event that resulted from the damaged monitor.